Manufacturer narrative:
Motor error alarm during occlusion test due to faulty force sensor system. Insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Motor passed motor test. Insulin pump had missing segments due to cracked lcd zebra connector. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.

Event description:
The customer's mother reported via phone call that the insulin alarmed no delivery and motor error. Customer's mother was assisted with motor error troubleshooting. Customer's blood glucose blood level was 151mg/dl at the time of the incident. The insulin pump's drive support cap appeared normal and that the insulin pump was able to rewind completely. Insulin pump's history was reviewed and it was found that the insulin pump alarmed more than one motor error within a thirty day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.